Manufacturer narrative:
Unit received with blank display due to shifted battery tube assembly. Unable to perform displacement test due to blank display. Rattling of pump due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was dropped and became non-functional. The customer's blood glucose was unknown at the time of incident. During troubleshooting, the insulin pump would rattle when shaken. The device also failed the self test. The insulin pump was returned for analysis.